Manufacturer narrative:
Block a4: patient weight: approximately 180-190lbs. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code 1069 captures the reportable event of stent broken. Block h10: the returned advanix biliary stent was analyzed, and a visual evaluation noted that the stent was stretched, kinked and broken at proximal section. The delivery system was not returned. No other issues with the device were noted. The reported event was confirmed. Based on the provided and collected information, the issue occurred during procedure, while the stent was being removed and it was implanted for some days. It indicates that the device was received and implanted in good conditions, however a procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. The stent was grabbed with a snare. Using a snare or forceps is a standard biliary stent removal technique. The damages found on the stent (kinked/stretched/broken) are typically made due to grabbing and pulling the stent with the snare or forceps during the stent removal. Once the stent is caught with the snare or forceps, continued attempts to remove it can damage the stent and force to remove it can result in stent breakage. Therefore the most probable root cause for this event is "adverse event related to procedure". Since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
Note: this report pertains to the second of two devices that were used in the same procedure. It was reported to boston scientific corporation that the previously implanted advanix naviflex biliary stent was removed during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct performed on (B)(6) 2020. On (B)(6) 2020, two advanix naviflex biliary stents were implanted successfully. According to the complainant, during the planned stent removal, when the physician attempted to pull the stent with the use of snare through the ercp scope, it broke the stent into two pieces. The same happened to the second stent. Reportedly, the physician chose to leave the broken piece in the patient. The procedure was successfully completed with another advanix naviflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient weight: approximately (B)(6) per account. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to the first of two devices that were used in the same procedure. It was reported to boston scientific corporation that the previously implanted advanix naviflex biliary stent was removed during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct performed on (B)(6) 2020. On (B)(6) 2020, two advanix naviflex biliary stents were implanted successfully. According to the complainant, during the planned stent removal, when the physician attempted to pull the stent with the use of snare through the ercp scope, it broke the stent into two pieces. The same happened to the second stent. Reportedly, the physician chose to leave the broken piece in the patient. The procedure was successfully completed with another advanix naviflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.